Event description:
A malfunction alarm was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance to reset the pump, and the customer was instructed to continue using the pump with the guidance to call back if the malfunction code reoccurs. The caller acknowledged and understood the instructions.